Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling on the part of lung tissue on a stage one lung cancer during wedge resection by video assisted thoracic surgery, after squeezing the handle for two times, the reload was able to be fired partially and the knife did not move further, partial staple line formation at the distal end happened and the reload was retracted. They used another reload to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.